Event description:
It was reported that a patient had a shoulder procedure in (B) (6) 2009. The patient rolled over on top of pain pump during her sleep at home, went into respiratory distress and was revived at home. Patient went to ER and was stable at the hospital. Unknown if patient's respiratory condition was attributed to pump function.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for evaluation and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. No information gathered during the investigation indicated that the pump had malfunctioned or contributed to the issues reported. No determination could be made as to why the patient was experiencing respiratory distress. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.